Event description:
Healthcare professional reported a left capsular contracture, baker grade iii/IV. Healthcare professional additionally reported left-side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Additional observations: red particles observed on the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported, left-side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV

Event description:
Healthcare professional reported a left capsular contracture, baker grade iii/IV. Device remains implanted.